Event description:
A distributor reported that a customer's pump had a broken screen, making it unreadable and unresponsive. There was no reported impact on the customer's blood glucose level as no information was provided. The pump was expected to be returned, and a replacement pump with serial number (B)(6) was arranged.